Manufacturer narrative:
This manufacturer report is associated with user facility report (B)(4). The product has not been returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
This manufacturer report is associated with user facility report# (B)(4). The return of this product has been requested, but medtronic has not received the product at the time of this report. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information from a medwatch indicating that this dlp aortic root cannula 10012 was used in an aortic valve replacement/coronary artery bypass grafting (avr/CABG) procedure. The customer reported the device was hard to use; the hub of the needle could not be released from the obturator, instead, it created a crack and broke below the level of the hub which created a hole in the patient¿s aorta. No adverse patient effects were reported. The product is being held by the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.